Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture.

Event description:
Healthcare professional reported, rupture on right side. Diagnosed by MRI and ultrasound. And pain. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as unidentified (tear) and missing assessed as inconclusive. Shell thickness was within specification). As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, a3a, d9, h3, h6.

Event description:
Healthcare professional reported rupture on right side diagnosed by MRI and ultrasound and pain. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported rupture on right side diagnosed by MRI and ultrasound and pain. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.